Manufacturer narrative:
Power loss alarm, replace battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. It was reported that troubleshooting was previously performed on the insulin pump when it alarmed power system error again and now has alarmed four times. No additional troubleshooting was performed and the alarm was not resolved. The insulin pump was returned for analysis.